Event description:
A report was received that the patient had their ipg resited due to an unknown reason.

Event description:
A report was received that the patient had their ipg resited due to an unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.